Manufacturer narrative:
(H6=100): ac power cord was not fully seated into the back of the ventilator.

Event description:
The ventilator went vent inop and alarmed. The ventilator was not in use at the time ot the reported problem, therefore there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The resptronics service technician confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician reported finding the ventilator's power cord loose at its connection. Causing intermittent loss of ac power. The service technician replaced the power cord as a precaution and tightened the strain relief to specification. Extended self testing (est) was performed and passed per operating per operating specifications.